Event description:
It was reported that during in house inspection the hinge was broken. A broken hinge could cause the housing to open, exposing the non-sterile battery to the sterile field. There was no patient involvement, with no delay, adverse consequences, or medical intervention.